Event description:
It was reported that during a ladg procedure, the tip of the lcsc1 was broken. No consequences to the pt. Not reported how the case was completed.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.